Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent an unknown surgical procedure in (B)(6) 2006 and mesh was implanted. Following the procedure, the patient experienced urinary leaking and loss of muscle control. On (B)(6) 2012, the patient underwent a surgical procedure and mesh was removed. Additional information has been requested.